Event description:
It was reported that radiographs showed evidence of nonunion. The pt with single-level degenerative disease and low back pain for at least six months had not responded to conservative management. An anterior lumbar interbody fusion (alif) was performed using a stand-alone femoral ring allograft (fra) packed with rhbmp-2 soaked absorbable collagen sponges. The fra was placed into the intervertebral space. Although the pt remained sufficiently asymptomatic, radiographs at 28 months revealed nonunion at l4-l5. No other details or outcomes were mentioned.

Manufacturer narrative:
Literature citation: pradhan et al. Graft resorption with the use of bone morphogenetic protein: lesions from anterior lumbar interbody fusion using femoral ring allografts and recombinant human bone morphogenetic protein-2 spine 2006: volume 31: number 10, pp e277-e28. A review of the device history records is not possible without additional device info. Neither the device nor imaging films were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4): pseudarthrosis.